Event description:
During inserting, the enterprise could not pass through the prowler select plus, and the stent prematurely deployed in the y-connector. All the products were new. Prior and after removal from the package, the products were not damaged. All the products were prep per (IFU) instruction for use guidelines. A regular y connector was utilized with the devices. During insertion, the y connector was closed to secure the enterprise introducer and prevent movement, and the introducer was seated correctly on the microcatheter hub. A constant flush was maintained at all times through all the systems. After the stent detached in the hub of the microcatheter, the enterprise delivery system, stent and microcatheter were not all removed as a unit from the pt. The target site was not lost, and the same microcatheter was utilized to complete the procedure. The target site was the distal (ica) internal carotid artery with a normal wide-neck aneurysm. The analysis of the returned enterprise found the distal 3.8 cm of the distal delivery wire coil missing.

Manufacturer narrative:
One enterprise vrd and delivery was received. As received, 3.8 cm of distal coil was missing from the delivery wire. The coil was received displaced at 9cm, 14.4cm and 27.3cm from distal end. The enterprise stent and introducer tube is not included. The broken section of the delivery wire was sent to sem analysis in order to identify the cause; results showed that the core wire presented with evidence of ductile dimples and bending characteristics. Reverse bending and/or pulling could be related to these surface characteristics. Lake region medical reviewed the device history records relative to the mfg, inspecting and packaging of lot 01405002 which corresponds to cordis lot 13470616. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The failure reported by the customer was confirmed. The stent was observed deployed and it was not included. The cause of the failure experienced during the procedure could not be determined. Positioning and maintaining the position of the introducer sleeve within the hub of the microcatheter is a crucial factor in the proper passage of the enterprise stent to and from the microcatheter. The distal end of the introducer sleeve is tapered to better seat within the hub. Proper placement and securing of the introducer in the mc hub provides an uninterrupted passage for the stent to move from the introducer to the mc. It is not possible for the stent to deploy outside of this lumen unless there is a gap between the tip of the introducer and the proximal end of the mc lumen either during insertion or withdrawal of the enterprise system. The analysis of the delivery wire indicates that the separation may be due to reverse bending and/or pulling the wire. It is not known when the distal end of the delivery wire separated; however, it was reported that the microcatheter was not removed with the enterprise and target position was not lost. Based on this, it would appear that the delivery wire separation occurred after removal from the microcatheter hub. The received device did not present any obvious indications of mfg defect or anomaly that could have contributed to the failure. Procedural factors may have contributed to the event and the condition of the returned product.